Event description:
It was reported in a case study that a patient underwent a balloon kyphoplasty procedure and had an asymptomatic bone cement extravasation. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.